Event description:
It was reported, that the videoscope had a clip stuck inside it. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, g1, h3, h4, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the white residue on air water channel both sides. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for the white residue, and cause traced to component failure for the customer allegation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.